Event description:
A report was received that the patient had a non-device related surgery and received an end of life message. A bsn representative analyzed the ipg database and the battery profile showed an abrupt drop in the battery voltage which was not normal for the end of life characteristics of good battery. The patient underwent an ipg replacement procedure and was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)